Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site on their arm while wearing the device for an unknown duration. The patient reported the infusion site to have purulent drainage, swelling, pain, rash and redness. The patient stated that they sought medical attention at a walk-in clinic around (B)(6) 2025, where they were diagnosed with an infection, although they could not clearly recall the details of the visit. The patient reported being treated with a prescription antibiotic cream and subsequently resumed therapy by applying a new pod. They were unable to recall the exact date of the medical visit or the name of the prescribed medication.